Event description:
It was reported that high capture threshold and low sensing was observed on the right ventricular (rv) lead. Fluoroscopic imaging was performed and the rv lead was observed to be dislodged. An attempt to reposition the rv lead was performed, however, the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.